Manufacturer narrative:
The bag was returned to applied medical for evaluation, without any other components of the event unit. Visual inspection confirm the complainant¿s experience of bead detachment, as the returned bag was missing the portion connected to the green bead. Clean cuts were observed on the bag near the location of the missing portion. Based on the condition of the returned unit, it is likely that the bag was cut by a sharp instrument, possibly resulting in the detachment of the bead. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: operative laparoscopy ectopic event description: two cd001 inzii retrieval systems were noted to malfunction in a procedure. Limited information is available. The first cd001 bag did not properly open and was removed from the patient. It is unknown if multiple attempts were made to advance the actuator. A second cd001 was used, but upon removal from the patient the bag was found to be ripped. The green bead component was also missing. An intraoperative x-ray was done by the hospital staff and "retained foreign body was confirmed." It is unsure how the case was completed. There is no report of patient injury. Product is available for return. Additional information received via email 09nov2021 from [name], inventory specialist: awaiting response from facility's risk specialist. Additional information received via email 19nov2021 from [name], inventory specialist: it is unsure when the second bag ripped. "Surgeon was successful in placing the specimen into this bag and once secured, pulled the specimen bag out of the abdominal cavity via the umbilical port. Surgeon then placed the scope with the camera back into the abdominal cavity and as soon as he did, saw the small green cap." Nothing fell out of the second cd001 bag and into the patient. It was confirmed that the green bead component was in the patient. All pieces and components were not removed from the patient. "Attempts were made to remove the green bead and were not successful. Decision made to not perform an open procedure to retrieve." Patient status: no patient injury reported. Type of intervention: ni.

Event description:
Type of procedure: operative laparoscopy ectopic. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Two cd001 inzii retrieval systems were noted to malfunction in a procedure. Limited information is available. The first cd001 bag ((B)(4)) did not properly open and was removed from the patient. It is unknown if multiple attempts were made to advance the actuator. A second cd001 ((B)(4)) was used, but upon removal from the patient the bag was found to be ripped. The green bead component was also missing. An intraoperative x-ray was done by the hospital staff and "retained foreign body was confirmed." It is unsure how the case was completed. There is no report of patient injury. Product is available for return. Additional information received via email 09nov2021 from [name], inventory specialist: awaiting response from facility's risk specialist. Patient status: no patient injury reported. Type of intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.